Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. The field service engineer (fse) evaluated the device including review of the diagnostic log. The fse ran a performance verification test (pvt). The system leak test readings were marginal. The fse replaced the fitting barb and performed pvt. The ventilator passed all test and operated within the manufacturing specifications. The ventilator was returned back to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was displaying patient disconnected. The use of the ventilator on a patient was not provided.